Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found a broken battery door and cracked right plunger case. A review of the event history log found a motor rate error. During the functional testing, a motor rate error was found during the occlusion test. The root cause was found to be normal wear of the worm coupling, worm gear, lead screw and both clutch halves. The worm coupling, worm gear, lead screw and clutch halves were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed a motor rate error and has a broken battery cover. No patient injury reported.